Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's tubing came out of the connector piece for the cleo after a cassette change and needed to be re-primed. No symptoms were reported.

Manufacturer narrative:
D7a: updated. H3 and h6 codes: updated. One (1) sample was returned for evaluation. Visual inspection of the device revealed that the upstream luer had separated from the tubing. The reported complaint of separation was confirmed. Based on the evaluation findings, the probable cause of the issue was determined to be unintentional pulling or tensile forces applied to the tubing during use.